Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion. Upon removal, the edge of the stent appeared to be flared. Another stent was used to complete the procedure. No pt injuries or complications occurred.